Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 52-year-old patient was implanted on (B)(6) 2018 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2021 patient presented with painful right breast and right axillary discomfort, reporting she felt unwell during last days and noticed redness on the right breast describing discomfort at this level. On (B)(6) 2021 patient presented with right breast cellulitis (infection) treated few days ago with antibiotics having reduced redness at the breast level. Patient presented with improved state on (B)(6) 2021. Still, she describes persistent breast pain with shooting pain that comes and goes. On (B)(6) 2022 patient reported no pain, no discharge or new masses at the right breast level. On (B)(6) 2023 patient describes occasional breast pain with well healed incision in the right breast area. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.